Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a possible micro dislodgement. It was observed that the lead looked ok, but did not consistently capture. It was also suspected that the patient may have twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.